Event description:
When using the cardinal health infant heel warmer instant squeeze activator, the packet burst and splashed the rn in the face. Upon discussing the issue at our january 2017 staff meeting, we discovered this happened to at least 10 other nurses in our nicu in the past 2 months. Cat# 11460-010t.